Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted, concurrently with tah/rso due to menorrhagia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, and sui. It was reported that following insertion the patient experienced pain in her lower left back and left leg, as well as abdominal pain. Due to severe pain, she could not walk far and walked slightly bent over. She suffered from depression because she kept going to the doctor, and they kept telling her that she should not have the pain she was having. Due to the pain, she was not able to have sexual relations with her husband, which also caused depression. It was reported that she has abdominal pain, pelvic pain, vaginal pain, and pain in the lower left quadrant. It was reported that patient underwent partial mesh removal on (B)(6) 2013 . A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia.

Manufacturer narrative:
.